Event description:
Technical services received a call on 10/17/2011 from sales rep. It was reported non capture on the ra lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).